Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was 180 mg/dl. As the customer had changed the supplies on the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed. The customer did report that a slight bend in the cannula was noted when pressure was applied to the tip.